Event description:
It was reported that the patient presented to the hospital after receiving an alert. Interrogation revealed high and low hv impedance measurements. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.